Manufacturer narrative:
(B)(4). It was not possible to perform an analysis on the product because the device was not returned and the stent remains in the patient. However, there were no reported device malfunction or product deficiencies. The reported patient effects of fistula is listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure with placement of a 3.5 x 23 mm xience v stent in the proximal left anterior descending (lad) artery and a 3.0 x 28 mm xience v stent in the mid lad. On (B)(6) 2011, the patient underwent a coronary angiography during a follow up visit, with the access site as the right radial artery. On (B)(6) 2011, the patient was re-hospitalized with a burning feeling and varicosis at the right radial artery. An arteriovenous fistula was diagnosed and a surgical ligation of the drainage veins was performed. The patient condition resolved on (B)(6) 2011. No additional information was provided.